Event description:
A review of the patient's programming history found that a faulted system diagnostic test was performed on (B)(6) 2007, which changed the patient's settings. The patient's output current was readjusted; however, the off time was not corrected. The remaining settings were adjusted at the next visit.

Manufacturer narrative:
Analysis of programming history.